Manufacturer narrative:
The insulin pump was received motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to constant motor error alarm. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 227 mg/dl. Troubleshooting was done. Customer stated they are unable to complete the rewind sequence. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.